Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a microknife xl was intended to be used in the ampulla of vater (aov) in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During unpacking outside the patient, upon inspection, it was noticed that the wire connected to the handle was broken. The procedure was completed with another of the same device. There were no reported patient complications as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the pull wire from the handle was broken and kinked.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned microknife xl was analyzed, and a visual evaluation noted that the pull wire at the handle section was broken and kinked, consistent to the findings per media analysis, x-ray inspection, and also when the device was observed under magnification. The working length was free from obvious kinks and bents. A functional evaluation was not performed due to the condition of the device. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the pull wire was broken and kinked at the handle section. These conditions could have been generated due to handling/manipulation, technique used, interaction with additional devices which could have caused some friction with the wire during the handle actuation. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a microknife xl was intended to be used in the ampulla of vater (aov) in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During unpacking outside the patient, upon inspection, it was noticed that the wire connected to the handle was broken. The procedure was completed with another of the same device. There were no reported patient complications as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the pull wire from the handle was broken and kinked.